Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect as described in the eversense user guide. No additional investigation is required.

Event description:
It was reported a user who experienced issues with the adhesive patches and possible localized skin irritation with a sensor inserted in the left arm on (B)(6) 2026, despite previously tolerating a sensor in the right arm without complications. The user attempted several mitigation strategies, including skin tac and overlay patches, but was unable to maintain proper adhesion and had to rely on fingerstick monitoring. The user has a history of psoriasis, with more severe symptoms in the left arm, and upon consultation, a dermatologist recommended removing the current sensor and reinserting it in the right arm. The user was provided with a sensor replacement.